Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at the correct depth, however severe paravalvular leak (pvl) and severe central regurgitation were noted. Two post implant balloon aortic valvuloplasty (bav) were performed and no changes to regurgitation were noted. Subsequently, a second valve was implanted, valve in valve, and resolved the regurgitation. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.